Manufacturer narrative:
The reagent lot number and its expiration date were not provided. The field service engineer inspected the module and determined that a dripping rinse nozzle had caused the event. He adjusted the main pump pressure, baselined the analyzer, and performed a successful precision check. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable calcium gen.2 results from three patient samples tested on the cobas 8000 cobas c 701 module. The reporter provided one example of discrepant results: the initial result was 6.78 mg/dl. The repeat result was 9.17 mg/dl. The initial result was not reported outside of the laboratory.